Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, there was no image due to noise. Other incidental observations are that due to perforation of video cable there is liquid leakage and the adhesive of the distal end rubber cover is partially missing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use for an unknown procedure the device image had spreading color. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based upon the investigative results, it was presumed that: I) moisture which entered the subject device through the universal cord went to the video connector. Ii) the moisture made the video connector board malfunction. Olympus will continue to monitor field performance for this device.